Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a follow-up report will be submitted. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information when the patient tries to inflate the device, nothing happens. The patient stated the inflation bulb wasn't hard but when the patient squeezes the pump the device doesn't pump up. The patient is going to see a urologist on (B)(6) 2025.